Event description:
A renewal patient reported experiencing ongoing software issues with their pump, including screen freeze and distortion. There was no adverse impact to the customer¿s blood glucose level. The patient opted out of troubleshooting and requested documentation for insurance purposes without any follow-up action from technical support.